Event description:
A health care provider from a distributor reported through an amo sales representative that a male patient experienced ocular redness, light sensitivity, and discomfort (right eye) after applying a contact lens that had been soaking for eight hours in potentially non-neutralized oxysept disinfecting solution (first-time use). He sought treatment the same day ((B)(6) 2011) at an urgent care facility where he was diagnosed with a corneal scratch and was prescribed an antibiotic (name unknown). On (B)(6), he went to see an ophthalmologist who reportedly diagnosed conjunctival inflammation. Further follow up with the reporting physician's office, indicated that the patient was diagnosed with 'conjunctival inflammation', but she also noted 'burns to right eye'. Further follow-up with a store representative indicated the patient reported he had purchased the oxysept on (B)(6), used it overnight (no regimen is described) applied the lens on the morning of the (B)(6) and experienced an 'intense burning'. He removed his lens; checked the product and noticed that it had expired september of 2009. The patient's symptoms have resolved without sequelae. Additional information has been requested.

Manufacturer narrative:
(B)(4) photophobia. The complaint unit was discarded, and the lot number of the solution used by the patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All information that is available has been submitted; should any additional information become available, a supplemental report will be submitted.